Event description:
Customer reported intermittently low advia 1650 calcium ca_2 pt results to the physician. The qc run data was acceptable. Customer repeated the sample on an alternate analyzer and the calcium results were higher. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant calcium results.

Manufacturer narrative:
Customer had changed the reagent wedge during normal troubleshooting procedures, the system was calibrated and qc was run with all results being normal. A siemens healthcare diagnostic inc. Field service representative (fse) was dispatched to the account. He checked the system out, and ran several qc tests. All came out normal. The device is operating within specifications. No further evaluation of the device is required.